Manufacturer narrative:
It was reported that the patient went to the hospital due to low bg (blood glucose) values reaching 23 mg/dl. Patient was given a IV, but not known what it was and orange juice. Patient was found by a relative passed out and was transported to the hospital by ambulance. No further information available. It was reported that the patient went to the hospital due to low bg (blood glucose) values reaching 23 mg/dl. Patient was given a IV, but not known what it was and orange juice. Once the customer arrived home he called the doctor and they changed the insulin doses, but unsure exactly what was changed. They stated that on (B)(6) 2019, he wanted to suspend the pod to avoid going low but accidentally resumed it after 30 minutes. Patient was found by a relative passed out and was transported to the hospital by ambulance. No further information available.

Event description:
It was reported that the patient went to the hospital due to low bg (blood glucose) values reaching 23 mg/dl. Patient was given a IV, but not known what it was and orange juice. Patient was found by a relative passed out and was transported to the hospital by ambulance. Once the customer arrived home he called the doctor and they changed the insulin doses, but unsure exactly what was changed. They stated that on (B)(6) 2019, he wanted to suspend the pod to avoid going low but accdently resumed it after 30 minutes. No further information available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the hospital due to low bg (blood glucose) values reaching 23 mg/dl. Patient was given a IV, but not known what it was and orange juice. Patient was found by a relative passed out and was transported to the hospital by ambulance. No further information available.